Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 14-sep-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00572 and 3008114965-2023-00573. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages were observed. However, there were some residues that appeared to be crystalized noted in a small segment of the shaft around the plastic hub. The prowler select plus microcatheter was successfully flushed and a sample guidewire was able to be advanced from the hub to the tip with no noticeable resistance. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. Fourier transform infrared spectroscopy (ftir) was performed on the crystallized residues found on the microcatheter, showing amide bans associated to protein structures, lipid band associated with long aliphatic chains of fatty acids, and phosphate bands associated with nucleic acids and carbohydrates structures. As a final part of the ftir investigation, the crystallized residues were compared with a biological reference concluding that the residues are primarily composed of a biological-base material, presumably tissue or fluid. A review of manufacturing documentation associated with this lot (31018681) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Although the functional test could not be performed with the concomitant enterprise stent, the guide wire was able to pass through the entire length of the microcatheter without significant resistance and is therefore not obstructed. Additionally, no other damages were found on the microcatheter that could have contributed to the issue reported during the procedure. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. The observed crystalized residues were not initially reported and are considered to be a consequence of normal use and/or handling of device for product return and thus, not a factor in the reported event. The instructions for use (IFU) contains the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00572 and 3008114965-2023-00573. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31018681) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00572. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, a 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 7632775) became impeded in the middle section of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31018681) and could not be further advanced. The physician removed the microcatheter and the stent from the patient¿s anatomy; it was noted that the stent component was observed prematurely detached / separated from the delivery wire. The physician switched to new devices to complete the procedure. There was no report of any negative patient impact. On 28-aug-2023, additional information was received. The information indicated that the location of the target aneurysm was the c6 segment of the internal carotid artery (ica). Adequate continuous flush had been maintained through the microcatheter. The stent / stent delivery system did not appear damaged. There were no visible kinks or other damages observed on the microcatheter. The replacement stent was another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612) and the replacement microcatheter was another 150cm x 5cm prowler select plus (606s255x). The additional information confirmed there was no negative impact to the patient and there was no delay to the procedure.